Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. D4: correction to d4 lot#: the correct lot# is 20h028, previously submitted as 20g027. H4: the lot was manufactured from august 05, 2020 ¿ august 06, 2020. H10: the device was received for evaluation containing 49ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused medication to the patient. The device was filled with 13.5g piperacillin/tazobactam in 230ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.